Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 74 mg/dl. The insulin pump was exposed to moisture. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to constant blank flashing white display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white display. Also noted moisture damage on the motor, battery tube, vibrator and keypad flex tail. No moisture damage on the keypad traces or keypad dome switches.